Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Multiple air alarms and pressure high alarms occurred during a routine hemodialysis treatment. Continued attempts were made to reset the alarms. While troubleshooting the alarms, the circuit turned bright red and pink was noted in the effluent. Rinseback was not performed resulting in an estimated blood loss of 190cc. The patient was hospitalized with a hemoglobin decrease from 14 to 10, and clotting of the leg access occurred during the night. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the alarms to inadequate access flow. The cycler alarmed appropriately. Review of the log files confirmed the issues with the patient's access, and indicates that the access problems were not addressed adequately. The reported blood loss we attributed to the circuit clotting due to the amount of time spent troubleshooting the alarms. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The presence of inadequate blood flow most likely resulted in the patient's hemolysis and red blood cell damage. The user's guide states that the risk of blood clotting increases during long treatments, when blood flow stops, and when no anticoagulation is used. Failure to respond to clotting may expose the blood circuit to sustained high pressure leading to a possible filter leak or hemolysis. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified of the blood loss and the patient's access has been revised. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.